Event description:
A consumer reported experiencing blurry vision six weeks following intraocular lens (iol) implant surgery. The surgeon reported that at the time of surgery, an lri was done (limbal relaxing incision). Postoperatively, the patient had some corneal edema. The surgeon also reported noting pco (posterior capsular opacification) and a "microfracture" in the iol. He also stated that the patient had meibomian gland issues and that the cornea is undergoing significant changes. He continues to follow-up with the patient. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/11/2009, 06/15/2009, and 07/08/2009 by phone, fax and mail. A completed questionnaire has not been received. Additional information was obtained by phone. This report was mailed to FDA on: 07/10/2009.